Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. It was reported that there was a replace battery alarm without a low battery warning. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-jun-2018 with the following findings: the pump's black box showed evidence of alarms on the complaint date. There was evidence of moisture behind the display lens. The battery cap was able to fully tighten to the pump. The battery compartment was cracked. The pump's current draws were found to be within specification. There was evidence of moisture contamination on the internal components of the pump.